Event description:
Device malfunction: device #2: guide wire tip unrevealed. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified procedure in the popliteal artery, a gap in the tip of the steelcore guide wire was seen fluoroscopically. After the device was removed and inspected, it was noticed that the tip of the guide wire was unraveled. A second steelcore guide wire was inserted and the tip of this wire unraveled also. The procedure was completed using a third, non-abbott guide wire. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The first steelcore guide wire (part 1003282, lot 8040891) is filed under MFR# 3004742046-2008-00209.